Event description:
A report was rec'd that a physician experienced difficulties removing the lead during a pt's trial lead explant procedure. When the physician pulled on the lead, the contacts snapped off and were left in the pt's epidural space. The pt was prescribed oral antibiotics as a precaution. The pt underwent a procedure to remove the contacts and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.